Event description:
On (B)(4) 2012, customer reported that their dxc 800 pro instrument generated low sodium (na) results on 8 patient samples. Results were reported out of the lab. When a physician questioned the results, the samples were rerun and the reports amended. Treatment was not initiated or withheld based upon the erroneous results reported. Quality control (qc) prior to the event was within lab-established ranges. Qc after the event had shifted low. Field service engineer (fse) inspected the instrument and replaced the carbon bridge and verified performance. Cultures were also taken by the customer, from the flowcell, at this time. On (B)(4) 2012, the customer reported that the cultures from the flowcell were positive for gram negative bacilli. Customer stated that the ion selective electrode (ise) recovery was not affected, but asked for the system to be decontaminated. On (B)(4) 2012, fse decontaminated the system and verified performance.

Manufacturer narrative:
Evaluation codes, results, code (other): carbon bridge.